Event description:
It was reported that the coating unraveled. Two 0.035in, 185cm, j tip back-up meier guidewires were used in a tavr procedure. While advancing the guidewire through the sheath, the guidewire's coating unraveled. This occurred on both devices. A non-boston scientific guidewire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Media analysis by manufacturer: the customer provided a picture. Per media inspection, it can be observed that the ptfe of the guidewire was peeled off.

Manufacturer narrative:
Media analysis by manufacturer: the customer provided a picture. Per media inspection, it can be observed that the ptfe of the guidewire was peeled off. Device eval by manufacturer: the returned guidewire was bent/kinked at the distal end. Additionally, visual and microscopic inspection revealed that the coating ptfe was peeled off at several sections.

Event description:
It was reported that the coating unraveled. Two 0.035in, 185cm, j tip back-up meier guidewires were used in a tavr procedure. While advancing the guidewire through the sheath, the guidewire's coating unraveled. This occurred on both devices. A non-boston scientific guidewire was used to complete the procedure. No patient complications were reported.